Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.

Event description:
The customer, respiratory care manager, reported that the cuff failed after a few hours in the pt. The customer reported the decannulation and recannulation of a replacement tube was required. The customer reported that after removal of the failed tube leak in the cuff was observed when tested under water. The customer confirmed that the tube was replaced without incident to the pt.